Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not powering on. It is unknown if the device was in clinical use at the time of the event. There was no patient or user harm reported. Insufficient information is available to determine the resolution of the event. The case was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device has been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation and a supplemental report will be reported.

Manufacturer narrative:
H10 g - contact office phone number: (B)(6).